Event description:
Patient stated that they had visited with a representative a couple times as whenever they turned the controller on, settings not available would appear. Patient stated that when the representative programs the device, the message did not appear. Pt stated that the rep told them to call for a replacement controller if the issue persisted. Agent reviewed the settings not available screen meaning with the pt. Agent reviewed with the pt that replacing the controller would not resolve the reported issue. Pt stated that they were on group a; the settings not available message appeared on group a during the call. Pt had other groups available; pt stated that they guessed that they could use group c. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a high impedance issue, where the 0-7 lead impedance was over 40,000. Troubleshooting was performed, and the patient was reprogrammed using the 8-15 lead. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.